Event description:
Literature was reviewed regarding the occurrence, degree, and determinants of acute expansion of the nitinol-based frame of self-exp andable valves after transcatheter aortic valve replacement (tavr). A total of 58 patients who underwent tavr with a medtronic evolut r self-expandable valve were included in the study population. The authors described the following observations: need for balloon post-dilation during the tavr procedure and mild to moderate aortic regurgitation after evolut r implant. According to the authors, post-dilation affected the expansion of the central segment of the valve frame and, non-significantly, the proximal segment, while no affect was observed for the distal segment of the frame. No adverse patient effects were noted.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.